Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp jaws did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws stopped opening during use and was not clamped on tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed, and the instrument was found to have a bent grip tang. The instrument was found to have a dislodged grip cable at the proximal end within the housing. The instrument failed the intuitive motion test. Due to the failure, there was no movement. The instrument was found to have a cracked main tube in the proximal end. No material was found missing.